Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound-guided percutaneous transhepatic cholangio drainage catheter placement, the thread of the drainage catheter allegedly digressed. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that sometime post an ultrasound-guided percutaneous transhepatic cholangio drainage catheter placement, the thread of the drainage catheter allegedly digressed. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The photo shows one navarre opti drain catheter and the pigtail thread was noted to be missing on the distal end of the catheter. However, the investigation is inconclusive for the reported break and material separation issue due to the nature of the photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.